Manufacturer narrative:
Additional information has been requested to the sales representative. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient could not get magnetic resonance imaging (MRI) protective mode on his pacemaker system due to an indication that the right atrial (ra) lead had switched to unipolar configuration, most likely due to an out-of-range pacing impedance measurement. Technical services (ts) indicated that the MRI protective mode can only be use if there are no integrity issues with the leads, and this ra mode switch could be indicative of a lead fracture. Ts recommended to perform evaluations. This ra lead remains in service and no adverse patient effects were reported.